Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 346 to 400 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer did not get any alarms but when she removed the site, there was blood in the catheter. The customer used the pump to treat. The customer experienced symptoms such as flu like symptoms, sweating, and nausea. The customer was wearing the insulin pump during the incident. The customer was previously having highs and lows and believe it was due to site and absorption issues. The customer went as low as 30 mg/dl and used jelly beans and honey to treat the low. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.